Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e315 error could not be identified, nor could the phenomenon be confirmed/replicated. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that an error "e315," unsupported scope error occurred and an error "e216." This report is submitted due to the report of an error "e315." The problem, as reported to olympus, was identified between cases. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found a video connector socket failure due to wear - the connector socket did not secure the scope video cable due to a worn video connector socket locking mechanism. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.